Event description:
Diabetes clinical manager reported via phone call that the customer reached out to report he has been experiencing low blood glucose around 40 mg/dl. The customer stated that he believes there are no issues with the insulin pump and the low blood glucose might be due to a lifestyle changes or health needs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).